Event description:
This emdr is being submitted for an unknown number quantity. Reference number (B)(4) event occurred in the united states. It was reported that the patient faced issue with infusion set on (B)(6) 2025, infusion set fell off during use. Infusion set in used for less than 3 days. No further information is available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2026-06375 - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.